Event description:
Serious injury involving 1 person. Pt was diagnosed on 01/28/2000 with important corneal abscess (4mm) not in the optic axis. Visual acuity was 10/10 with good near vision. Pt was hospitalized in germany. Treatment was antiinflammatory drugs and antibiotic - type unknown. During the hospitalization the abscess increased and reached the optic axis. The results of the analysis showed: pseudomonas aeruginosa, kiebsiella, atypical germ. Treatment at that time was quinolone (oxfloxacine). Dr does not want to confirm that the pt has recovered.